Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window and missing end cap sticker.

Event description:
It was reported that the customer's insulin pump was not delivering insulin. The customer stated that he did a 7 unit bolus in the air, and nothing exited the tubing. The customer had reverted to manual injections. The customer's blood glucose was 600 mg/dl the day prior. Troubleshooting was done. The customer expressed not feeling well and nausea as symptoms of his high blood glucose. Advised customer to run a manual prime, and the customer stated that insulin did exit the tubing. Advised customer to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. The customer stated that the cannula was not bent or occluded. Advised that a replacement insulin pump would be sent since customer was not comfortable with using his insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.